Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient had an infection, with the lead replaced as a result. It was stated that the event was reported, but the patient identifying information and report numbers were unknown. No further complications are anticipated. The patient's indication for implant is unknown.